Manufacturer narrative:
(B)(4). The customer's reported lot number was reviewed and determined to be invalid. Reference voluntary uf/importer report# (B)(4). Patient information (ID, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The customer reported that after use of a sensor, a minor burn was noted on the foot (plantar) under the sensor.